Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. The lens is cut in half, typical of insertion and removal from the eye. A crack is observed on the optic near a haptic gusset area. Product history records were reviewed and the documentation indicated the product met release criteria. The file indicates the use of a non-qualified cartridge. The root cause is most likely a failure to follow the IFU. The account used an unqualified lens/delivery system combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction g.3: supplemental medical device report (smdr) # 02 is being filed to correct the g.3 date on the supplemental report, filed earlier. Incorrect date of 06-jul-2023 is being corrected to 12-jul-2023. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during intraocular lens (iol) procedure, when lens was implanted a crack was noticed. As per surgeon's opinion, defect in lens or cartridge or inserter might be cause of the event. Additional information was requested, but no further information is available.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).